Event description:
It was reported that the patient has not had any fevers or other signs of infection. The patient and his wife noticed that the medial most corner of the incision changed color - originally turned white and now darker. There was swelling/palpable collection underlying the left chest implantable neurostimulator (ins) incision site. The medial corner of incision was dusky appearing, slight erythema. The patient has not had any trauma to the region. Imaging was done on (B)(6) 2021 which found no acute disease in the chest, but observed fluid in the ins pocket. On (B)(6) 2021, the healthcare provider (hcp) encountered a pocket of purulent fluid. This was swabbed and washed out. They then removed the ins from the pocket. There was infectious material posterior to the ins which was also swabbed. The ins was not replaced. Lab testing found staphylococcus epidermidis. The issue was indicated as resolved on (B)(6) 2021.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.